Event description:
The customer reported that the battery is not being charged and the ac mains led is not illuminated. The reported problem is indicative of a failure that would result in the device operating on battery power only. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The root cause of the reported problem was determined to be due to a failure of the power supply assembly. Proper device operation was confirmed after the power supply assembly was replaced. The device was subsequently returned to the customer.